Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The break was not further specified. The patient was hospitalized due to peritonitis. On an unspecified date in the same month as the onset, the patient was treated with an injection fluconazole (dose, frequency and route of administration was not reported), injection meropenem (1 gram, frequency and route of administration was not reported) and injection vancomycin (1 gram every 5 days and route of administration was not reported) for peritonitis. At the time of this report the patient had been discharged and was recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available.